Event description:
The patient went to clinic to have his cardiac system checked. The technician did not realize that the cardiac system was implanted in the patient's abdomen and placed the clinician programmer over the deep brain stimulator unit. The patient experienced a loss of therapeutic effect and a return of symptoms shortly after the appointment. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.